Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system presented to the emergency room. Technical services (ts) reviewed stored device data per request. Ts advised this pacemaker system stored inappropriate atrial tachy response episodes due to far-field oversensing. Ts noted the presenting electrogram shows the device is operating as programmed. Ts suggested the patient follow up with cardiology. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.